Event description:
It was reported that the patient presented for follow-up with the elective replacement indicator (eri) triggered on the implantable cardioverter defibrillator. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported of premature depletion could not be confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.